Event description:
The facility reported a colleague infusion pump with failure code 808:02, which occurred in the emergency room during delivery. This event may have interrupted delivery. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Event description:
This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Upon reviewing the pump's event history, baxter quality engineering discovered that the reported condition of colleague infusion pump with failure code 808:02 occurred on (B)(6) 2010 and not on the date reported by customer. It was also confirmed that this event interrupted delivery. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 808:02 was confirmed but not duplicated during product evaluation by baxter quality engineering. This condition was caused by a faulty pump head module inlet valve sensor. However, this pump is a baxter owned device and will not be repaired. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.